Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump generated a fiber optic sensor failure alarm. The customer was able to switch over to the inner lumen of the balloon successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: manager. Additional reporter - (B)(6) rn. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. The optical fiber was found to be broken within the membrane approximately 26.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump generated a fiber optic sensor failure alarm. The customer was able to switch over to the inner lumen of the balloon successfully. It was noted that the iab had been inserted on (B)(6) 2023 and therapy was concluded (B)(6) 2023 at 0524. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).